Event description:
A medical professional reported that her pt had been hospitalized because of a hypoglycemic incident. The reporter claimed that the event was caused by an elevated device result which caused the pt to take too much insulin. The device is now giving cle errors after having been cleaned with alcohol. The reporter was advised not to clean wiht alcohol.

Manufacturer narrative:
Standard disclaimer on file.